Event description:
There was more leaking than usual from the clear hemostasis valve. The hemostasis valve was not taken off the introducer. The hemostasis valve and introducer were not returned to the co. For evaluation they were discarded by the facility.the following was reported to co. On 9/17/96:upon insertion of the sheath supplied with the kit and removal of the dilator, a large amount of blood was leaking from the clear hemostasis valve at the luer-lock connection. The cardiologist needed to keep his finger over the end of the sheath. Bleeding is common but this was more than usual. The patient was eventually weaned from iabp and the iab was removed without complications.